Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there was a speaker malfunction, and the device could not produce an audible sound. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips authorized service personal (asp) evaluated the device and found that an external speaker was faulty. The external speaker was replaced to resolve the issue. The device was confirmed to be operating per specifications, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.